Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. The reporter stated that the audio bolus button was hypersensitive and delivered 1.0 unit of insulin unintentionally. The patient¿s bg reportedly went to 58mg/dl with no symptoms. This does not meet animas¿s requirements for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission10/18/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2013 with the following findings: the bolus button cover was observed to be intact and responded properly when tested. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.